Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy effluent and anorexia reported as ¿cannot eat¿. The cause of the peritonitis was not reported. The patient presented to the emergency room and was hospitalized for the event. Treatment was not reported. On an unreported date physioneal and extraneal therapies were discontinued. At the time of this report the patient remained hospitalized, was receiving ¿hand dialysis¿ (with physioneal) and was not recovered from this peritonitis event. No additional information is available.